Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a skin reaction that consisted of a rash with redness, dry skin and itching and burning sensations under the entire sensor patch adhesive. The area was treated with a prescription oral antihistamine (hydroxyzine 10mg 2x a day) and topical cream (hydrocortisone 2.5%) was applied to soothe as needed. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).